Manufacturer narrative:
(B)(4). The service engineer replaced the damaged oxygen (o2) sensor to resolve the issue.

Event description:
It was reported that during set-up, a ventilator was found to have a broken oxygen (o2) sensor that had fallen into the inspiration module. There was no patient involvement.